Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose value was 166mg/dl. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Troubleshooting was completed. The reservoir will not b returned for analysis.